Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump by providing detailed instructions, and after the reset, the malfunction did not recur. The customer was able to continue using the pump and was advised to monitor for any recurrence of the issue, with instructions to call back if needed.